Event description:
Rptr received polyurethane covered silicone breast implants in 1990. Rptr had no problems for about 3 years, other than the onset of occasional headaches. Gradually through the years rptr developed severe headaches, and the symptoms of, and diagnosis of mixed connective tissue disease and fibromyalgia. This escalated in 2001. Rptr's implants were explanted en bloc, with capsulectomy and not replaced. Immediately rptr's symptoms ceased and rptr feels great. The rptr will follow up with lab tests to see if the rptr's results return to normal after a lapse of time passes, giving rptr's body a chance to heal itself. Rptr will not know the outcome of further lab testing for quite some time.